Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that < 5 bar/73 psi; if insufflation is started, the warning message ¿change gas bottle!¿ is displayed and acoustic signals (beeps) are emitted. The gas bottle should be changed immediately. If insufflation is stopped, the warning message ¿change gas bottle!¿ is displayed and insufflation cannot be restarted. Smoke evacuation level will switch to low until tank is replaced. While in airseal mode, a countdown of 100 s is displayed during which the empty gas bottle can be changed while maintaining abdominal pressure. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the airseal ifs, 120v device was being used during a robotic urology procedure on (B)(6) 2025 when it was reported ¿airseal lost insufflation whilst converting to airseal mode, could be user error, but strongly believe it is the airseal unit itself, this unit is ten years old and thus needs to be replaced, surgeon identified that the tube set was at fault, but no physical or any evidence to suggest it was tube set or port/s.¿. Further assessment information found that ¿currently there is no evidence to suggest where the issue originated from, albeit can confirm that the surgeon had reported instant & continual loss of insufflation throughout the robotic (da vinci) assisted procedure. The surgeon believes the issue was with the port itself & the tube set, however, could also be potentially the air seal unit itself.¿. The procedure was completed and there was no report of injury medical intervention, or extended hospitalization for the patient or user. The asm-evac1, tri-lumen filtered tube set with activated charcoal filter will be listed as a concomitant device and there are no allegations against it. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the airseal ifs, 120v device was being used during a robotic urology procedure on (B)(6) 2025 when it was reported ¿airseal lost insufflation whilst converting to airseal mode, could be user error, but strongly believe it is the airseal unit itself, this unit is ten years old and thus needs to be replaced, surgeon identified that the tube set was at fault, but no physical or any evidence to suggest it was tube set or port/s.¿. Further assessment information found that ¿currently there is no evidence to suggest where the issue originated from, albeit can confirm that the surgeon had reported instant & continual loss of insufflation throughout the robotic (da vinci) assisted procedure. The surgeon believes the issue was with the port itself & the tube set, however, could also be potentially the air seal unit itself.¿. The procedure was completed and there was no report of injury medical intervention, or extended hospitalization for the patient or user. The asm-evac1, tri-lumen filtered tube set with activated charcoal filter will be listed as a concomitant device and there are no allegations against it. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.